Manufacturer narrative:
(B)(4). Alleged failure: there was a yellow/rust that the account described as looking like bile around the battery pack. The account did not want to use the device because of this. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress the product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the packaging had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the packaging had been compromised.